Manufacturer narrative:
Visual inspection revealed the screw had fractured from the screw threads. The threads were worn and slightly damaged. There was evidence of some bone tissue or unconfirmed biological matter that remained on the external surface of the screw threads. The internal hex also appeared to have been damaged due to the fracture and probable excessive forces. Visual inspection in comparison with the drawing was consistent with the design of the hexed uniscrew. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The doctor reported the fracture of the abutment screw.